Manufacturer narrative:
(B)(4). As the device was not linked to the reported death until after the device had been serviced, a complete device analysis could not be completed to investigate the reported death. However, a review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the home patient passing away. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient who performed therapy with a homechoice device (hc) passed away. The cause of this patient¿s death is respiratory failure secondary to renal failure, atrial fibrillation, and diabetes mellitus type ii. The patient was hospitalized prior to death for an unknown indication. The patient died at home. Pd therapy was ongoing, however, the patient was not connected to the hc device at the time of death. It was not reported if an autopsy was performed. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.